Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, adrenal gland injury and liver laceration. On (B)(6)2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), hot flush ("hormonal changes/ hot flashes"), migraine ("migraines/ migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems/ vision worsened within a month"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). In 2007, the patient experienced cardiac flutter ("blood/heart disorder/ uneven flutter of heart") and anxiety ("anxiety"). In 2008, the patient experienced essential tremor ("essential tremor left hand"). On an unknown date, the patient experienced abdominal pain ("pelvic/ abdominal pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condition/problems") and abdominal hernia ("upper gastric hernia"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, cardiac flutter, vaginal discharge, fatigue, gastrointestinal disorder, hot flush, migraine, headache, nausea, visual impairment, nervous system disorder, weight increased, vaginal haemorrhage and urinary tract infection had resolved and the psychological trauma, anxiety, essential tremor and abdominal hernia outcome was unknown. The reporter considered abdominal hernia, abdominal pain, anxiety, cardiac flutter, dysmenorrhoea, dyspareunia, essential tremor, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: date of insertion: (B)(6)2005-discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.224 kgs. Hysterosalpingogram - on (B)(6)2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal), uti, anxiety, essential tremor left hand and upper gastric hernia. Outcome for cramping, infections, vaginal discharge, bleeding and uneven flutter of heart were resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/ abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and nervous system disorder ("neuro condit/problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, blood disorder, cardiac disorder, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, nervous system disorder and weight increased had resolved and the psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: date of insertion: (B)(6) 2005 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events added: "dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), blood/heart disorder, psych injury, bladder/urinary problems: vaginal discharge, fatigue, gi conditions, hormonal changes, migraines, headaches, nausea, neuro condit/problems vision problems weight gain". Reporter contact information was added. Patient's demographics were added. Product indication updated. Essure removal date was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.